Event description:
Myeloid dysplasia/pre leukemia [myelodysplastic syndrome], myelopathy [myelopathy], marrow toxicity [bone marrow toxicity], copper deficiency/low levels of copper [copper deficiency], can't live a normal life [activities of daily living impaired], mobility is impossible without a zimmer/couldn't walk/can't use his hands [mobility decreased], numbness in both legs and feet/numbness accelerated + affected hands [hypoaesthesia], zinc poisoning [metal poisoning], high levels of zinc [blood zinc increased], ulcers in mouth [mouth ulceration]. Case description: a female consumer reported that her husband, a male consumer (B) (6) used fixodent adhesive cream, number and frequency of applications unk, on unspecified date(s) and experienced myeloid dysplasia, zinc poisoning, decreased mobility, hypoaesthesia, increased blood zinc levels, decreased blood copper levels, and impairment of daily activities. The consumer reported that her husband used the product over an unspecified period of time, approx 3 tubes of product per week. In (B) (6) 2009, he visited his doctor regarding numbness in his legs and feet. Subsequently, a number of tests were performed. A bone marrow test revealed that he was suffering from myeloid dysplasia/preleukaemia. A blood test revealed that the consumer had high blood zinc levels and low blood copper levels. The consumer also underwent brain scans, x-rays, MRI scans, CT scans, emg and unspecified throat scans: all these tests proved normal. In (B) (6) 2009, the consumer was forced to give up his job as he was no longer able to perform it. During this period, the consumer's symptoms worsened. The consumer was admitted to hospital for an unspecified period of time. Prior to this event he was contacted by the hospital and told to discontinue his use of the product, due to his high blood zinc levels. Mobility was impossible without a zimmer frame and he experienced difficulty using his hands. The consumer received antibiotics and antifungals as a treatment. His symptoms were ongoing. Medical history: no info was provided. Concomitant medication: no info was provided. The outcome of the case was: not recovered/not resolved. No further info was provided. On 11/26/2009, a completed questionnaire was received from the consumer himself (a male (B) (6)). He reported that in (B) (6) 2009 he visited his gp regarding numbness in limbs and ulcers in mouth (longstanding problem). Bloods were taken and appointments were arranged with the "haem" dept at (B) (6). Myeloid dysplasia was diagnosed following a bone marrow test and numerous other tests (supplemental to those tests previously mentioned were endoscopy and throat ultrasound). During this period his numbness accelerated and began to effect his hands; his mobility decreased and he was required to use walking sticks and later a zimmer frame. On (B) (6) 2009, he was admitted to (B) (6) hospital neurology dept. He was revealed to be suffering from zinc toxicity and low copper. The consumer had used fixodent original as a denture fixative for twenty years on both upper and lower dentures. Three strips of product were applied to each of his dentures: frequency of applications unk. On (B) (6) 2009, he discontinued his use of the product upon instruction by the neurology dept. The consumer's symptoms were treated with ciproflaxin tablets (500 mg twice daily), fluconazole capsules (50 mg twice daily), corsodyl mouthwash (twice daily), chelated copper (2.5 mg once daily), amitriptyline (once daily at night), and paracetamol as needed. His symptoms were ongoing. The consumer stated that he had not experienced any problems with any medicines or other products in the past. Medical history: allergies-none; medical history-enlarged prostate. Concomitant medication: none. The outcome of the case was: not recovered/not resolved. No further info was provided. On 02/09/2010, an adverse event incident report from a physician via the medicines and healthcare products regulatory agency was received. The physician, a consultant at the hospital where the consumer was treated, confirmed the case. He reported that the consumer experienced myelopathy, marrow toxicity, and copper deficiency as a result of possible excessive use of the product. The product was withdrawn and copper supplemented. Medical history: allergies-none; medical history-enlarged prostate. Concomitant medication: none. The outcome of the case was: not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number that was provided was incorrect; therefore, batch retain investigation could not be initiated at this time. The product the consumer returned was unused product (actual product used by consumer was not provided); therefore, we were unable to proceed product investigation.